Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted puncture hole in silicone insulation near fluoro marker, most likely created when stylet escaping the lumen during back-loading. Dried body fluid/blood in lumen (tip area), open tip lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was damaged during an implant. The lv lead was punctured and the outer insulation was compromised. The lv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.